Manufacturer narrative:
Internal complaint reference: case (B)(4).

Event description:
It was reported that, left bhr-tha was performed on (B)(6) 2007 due to arthritis, the patient experienced pain and significant high cobalt and chromium ions. This adverse event was treated with a revision surgery on (B)(6) 2021, in which trunionosis and small pseudotumor formation were observed. The patient's condition is unknown.

Manufacturer narrative:
Additional information: d10, h4, h6 (component code, type of investigation, investigation findings, investigation conclusions). Results of investigation: it was reported that a left bhr-tha revision surgery was performed due to pain and significant high cobalt and chromium ions, trunnionosis and small pseudotumor formation were observed intraoperatively. As of today, the implanted devices, all of which were used in treatment have not been returned for evaluation. A review of the historical complaints data for the acetabular cup was performed using batch number, part number and the reported failure mode to evaluate patterns of repeated failures or defects. Similar complaints have been identified for the acetabular cup, this will continue to be monitored. In the absence of the actual devices, the production records were reviewed for the devices reportedly involved in this incident. The acetabular cup met manufacturing specifications upon release for distribution. Review of the product IFU found adequate warnings and precautions in relation to the alleged failure mode. A risk management review was performed. The alleged failure mode and associated risks have been anticipated within the risk file and the anticipated risk level is still adequate. No further actions are required at this time. A review of historic escalation actions related to the products and similar complaint events was performed. Following the review, no prior applicable escalation actions were identified. The available medical documents were reviewed. Although it was reported the patient had high cobalt and chromium ions, neither the levels nor the lab reports were provided for review. Without the supporting lab/pathology results, imaging, and/or the analysis of the explanted component, the root cause of the reported clinical reactions cannot be confirmed. It cannot be concluded that the reported clinical reactions were associated with a mal-performance of the implant or implant failure. Based on the available information we cannot confirm the reported complaint, however without further information our investigation remains inconclusive, and a definitive root cause cannot be determined. Specific factors known to contribute to the alleged fault are excessive physical activity levels, unreasonable stress on replacement system, excessive patient weight, trauma to the joint replacement, loosening of components may increase production of wear particles and accelerate damage to the bone. Should the device or additional information be received, the complaint will be reopened. Based on this investigation, the need for corrective and preventative actions is not indicated.